Event description:
Report received indicated that the balloon ruptured at unknown pressure. A percutaneous transluminal angioplasty to the left superficial femoral artery (sfa) was being performed. The vessel had mild calcification, no tortuosity and 100% stenosis. After two stents were deployed, the product was placed at the target lesion and the balloon was inflated using an indeflator; however, the balloon ruptured at unknown pressure. Another balloon (brand and size: unknown) was used; however, this balloon also ruptured. It was decided to complete the procedure without any additional treatment because there was good blood flow in the vessel. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.